Manufacturer narrative:
Heartsine determined the root cause of the reported fault to be the failure of transformer t3. The device was scrapped by heartsine and the customer was provided with a replacement device. The hdf-3500 device is not available for distribution in the united states but is similar to the sam 350p and 450p which is distributed in the united states.

Event description:
The customer contacted heartsine to report that their device powered off during use. In this state the device may not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event.

Manufacturer narrative:
Correction - section b5 updated to: "the distributor contacted heartsine to report that their device lost power during testing and could not be powered back on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event as the fault was detected during customer testing."

Event description:
The distributor contacted heartsine to report that their device lost power during testing and could not be powered back on. In this state the device would not be able to deliver defibrillation therapy if needed. There was no patient involvement reported with the event as the fault was detected during customer testing.